Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that had a pump that was difficult to use due to the positioning. The ipp was replaced with a tactra penile prostheses. There were no additional patient complications reported.